Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced artifact on a tachycardia episode which was undersensing and oversensing. It was further noted the patient had undergone an magnetic resonance imaging (MRI) at the time of the episode. The icm remains in use. No patient complications have been reported as a result of this event.